Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Device available for evaluation: - additional information, device evaluation device evaluated by manufacturer - additional subsequent to the initial MDR, the receiver ((B)(4)), that was being used with the transmitter during the reported event of intermittent "y" icon was returned. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event.